Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib) condition with an intellanav stablepoint catheter, it was observed that there was insufficient irrigation flow. It was observed that the flow in one hole was not good compared to five holes. The physician decided to perform the procedure as it was. The procedure was completed with this catheter and without any patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib) condition with an intellanav stablepoint catheter, it was observed that there was insufficient irrigation flow. It was observed that the flow in one hole was not good compared to five holes. The physician decided to perform the procedure as it was. The procedure was completed with this catheter and without any patient complications.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned to boston scientific for analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Flow testing was performed, the catheter was attached to a pump and no anomalies were noted in all six irrigation ports; the catheter results were within specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.